Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed. The assignable cause of the se 2240 was due to air being sucked into the disposable because was a loose connection between the supply bag and the line. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) and se 2367 found on the home choice (hc) device during use during dwell. Home patient (hp) was connected to the hc and did not disconnect prior to the alarm. All bags were not properly spiked and connected. The bag was loose at the screw cap. The baxter the baxter technical representative (tsr) explained the alarm and advised to use a manual bag and also call the registered nurse (rn) soon. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.